Event description:
At the conclusion of a (r) knee arthroscopy, pt. Was discovered to have sustained a burn to the right flank where an electrosurgical patient pad had been placed. The pad was connected to an electro surgical unit. This unit was event by the hospital's biomedical technicians, including but not limited to, testing for proper operatio, electrical safety and power outputs. The unit was found to be without faults and was returned to service. Documentation of the results of this testing is available in the engineering department. Prior to the incident, the unit had been maintained by hospital's biomedical technicians according to schedule (last scheduled maintenance was on 10/13/92). The original pad involved int he incident and all pads from the same lot immediately were taken out of service and were returned to mfg conducted discussions between the hospital's safety manager and the senior clinical research associate from mfg, mfg was unable to duplicate the condition and the cause of the injury is unknown. Documentation of this is available in the engineering department.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, electrical tests performed, performance tests performed. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.